Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the avea ventilator when powered on, the nebulizer was running 'wide open' and detected a 'burning smell'. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Result of investigation: failure analysis was able to duplicate and isolated the reported issue to a failed xstr,n-channel fet, 2.8a, 20v, sot-23 on power driver pcb (printed circuit board) (B)(6). Additional failure, air and o2 (oxygen) adc¿s unresponsive, found defective ic on tca pcb (printed circuit board).